Manufacturer narrative:
Additional manufacturing narrative: the returned device was investigated and it was confirmed there was a short inside the power button. This resulted in the on/off button being activated when not physically pressed. Masimo initiated a recall for this issue and notified us FDA on 2/15/2024. The recall number is z-1538-2024. E1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6).

Event description:
The customer reported the rad-gs were "getting on/off automatically and restarting automatically, without [touching the] on switch." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Other text: e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-gs were "getting on/off automatically and restarting automatically, without touching the on switch." No patient impact or consequences were reported.